Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).

Event description:
The device was received from (B)(6) for service. The date of the event is unknown. During servicing of the device, it was found to have a cosmetic defect. The device was not used during surgery, but it is unknown if injury or medical intervention occurred. There was no additional information provided.